Event description:
A mediport was placed into the pt without difficulty, twenty-six days later the mediport had fractured requiring invasive radiology to remove it from heart, with replacement of the mediport.